Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that over a week prior to the report, the stimulator shut down. It was also reported that the patient programmer won't power on and it stopped working. The patient reported that they have been in pain since (B)(6) 2017. The patient stated that they could connect to the charger and there was poor communication. It was reported that the ins was charged two weeks prior to the report. The patient reported that could connect to the recharger but there is a por message when charge is initiated. It was recommended to the patient to charger to ½ and then try to turn the stimulator on. It was recommended that the patient call back to have the por reset with the programmer. The patient called back with new patient programmer to clear the por message. The patient was reviewed how to clear the por and patient confirmed that it was cleared, and the therapy was back on again. The patient reported that they needed a new recharging belt.